Event description:
It was reported that upon implantation of a new device in the operating room the remnants of 8 electrodes were left in the body. Upon inserting the new lead the discovery was made. It could be possible to re-circuit stimulation to the old electrodes. A new lead placed medial to the other leads but they were getting no physical response from the new lead. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).